Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the hemopro cable caused two tissue welders to overheat without being activated. The hosp then replaced the extension cable and using a third hemopro device, successfully completed the case. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the cable did not have any visual or functional non conformities and passed the simulated cauterizing test. The complaint was not confirmed. A lhr review cannot be performed because the lot number was not provided by the hosp.